Event description:
According to the reporter: during partial knee replacement, the device thread broke. Loop snapped/broke when surgeon was tightening down on the loop. Another device was used in order to complete the case. There was no patient injury reported.